Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s complete facility address and phone number were not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device generating heat was not confirmed. Therefore, an assignable root cause was not determined. However, during repair, an evaluation was performed, and it was determined that the device had sticky trigger. It was further determined that the device had component damage as safety ring was falling off and the device was making unexpected noise. It was further determined that the device failed pretest for general condition and sticky trigger. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery oscillator device was generating heat. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.